Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided from the hygiene microbiological investigation. The hygiene microbiological investigation report indicated the channels of the scope were cultured and less than 1 ufc of viable microorganisms resulted. The results obtained comply with the target level for an endoscope subject to high level disinfection and rinsed with sterile water.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analytical results are pending. The customer provided the cleaning, disinfection and sterilization process (cds checklist) and confirmed that there were no suspected patient infections due to the facility findings. The device evaluation found the following: the insulation value of the plastic distal end cover was below the threshold, the light guide rod lens was cracked, the charged coupled device lens was cracked, the bending section cover glue was separated, the connecting tube buckles and had a scratch, the scope cover was cracked, the air/water cylinder was scratched, the suction cylinder was scratched, the switch box unit was scratched, the universal cord was wrinkled, the plug unit's housing was damaged, the angulation on the "up/down" knob was out of specification, the charged coupled device unit had a grainy image and the cleaning brush passing through the biopsy channel failed. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that the during reprocessing, the evis exera iii colonovideoscope tested positive for greater than 100 colony forming units (cfus) of multi-microbial flora. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.